Manufacturer narrative:
Follow-up report #1: device evaluation - 01/30/2017. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a cut pulse wire in the trunk cable. The root cause for the cut wire was physical abuse. There is no indication that the cut pulse wire caused or contributed to the patient's injury. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned on 1/4/2017. Evaluation is currently underway. There is no indication at this time of any device malfunction that would have caused the burn marks on the patient. Review of the patient's download data does not show evidence of a treatment being delivered or device malfunction.

Event description:
A us distributor reported that a patient had developed what appeared to be burn marks on his back under the therapy electrodes. The patient's doctor prescribed a cream for the "burns". After using the cream, the patient reported that the burns healed.

Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned on 1/4/2017. Evaluation is currently underway. There is no indication at this time of any device malfunction that would have caused the burn marks on the patient. Review of the patient's download data does not show evidence of a treatment being delivered or device malfunction.

Event description:
A us distributor reported that a patient had developed what appeared to be burn marks on his back under the therapy electrodes. The patient's doctor prescribed a cream for the "burns". After using the cream, the patient reported that the burns healed.